Event description:
The subsidiary field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the roller pump rotated slowly and made a loud noise such as it was vibrating. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.